Event description:
The lay user / patient contacted lifescan (lfs) alleging an error 2 message on their one touch verio meter. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. This is not the first time the product was being used. The patient denied any misuse of the product. The meter powered on and the error 2 prompted on the meter. The product was replaced and requested back for investigation. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied any symptoms. The complaint is being reported since the alleged error 2 message was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k)# k093745.